Event description:
It was reported that the patient received an alert for high, out of range high voltage lead impedance. The lead was capped and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.